Manufacturer narrative:
Concomitant medical devices: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 730mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. During a pump replacement for prophylactic removal to avoid in-vivo battery depletion. As part of the routine pre-pump replacement dye study the catheter could not be aspirated. Per the reporter they weren't any issue with withdrawal or with reservoir discrepancies noted. During the procedure the physician disconnected the catheter from the pump and attempted to aspirate the catheter but was unable to . There was no spontaneous flow. The catheter was completely removed with no segments left. The catheter was replaced. The issue was reported to be resolved at the time of the report. The patient status at the time of the report was noted to be alive, not injury. Additional information later received reported that the pump was working expected, it was a catheter issue only. The physician felt that some of the holes in the catheter tip were occluded as cause of the catheter not being able to be aspirated. The patient recovered without sequela.